Event description:
I had the essure put in back in 2014, in (B)(6) after being persuaded by my physician. After a few months I started complaining of pain and said it was in the right place. She then left me in the care of a new physician, because of unk reason she left the practice. I complained to the new physician and he did an ultrasound and said it was in the right place and didn't know why I was having pains. I then requested to have a second opinion in (B)(6) 2015, saw a different physician and he didn't do any test or anything. He agreed to remove it and I went in to have it removed and my fallopian tubes in (B)(6) 2015. After the removal my physician came in and said it was in the correct place and he didn't understand why I had pain. A few weeks later, after the removal, I no longer had any pain. Having the essure put in and removed was devastating. I am no longer able to have children and my husband and I were persuaded into having the essure placed even though we did want more children. The reason it was implanted is because I didn't have regular periods and after being on birth control off and on my periods never became regular. I was only (B)(6) I wanted more children and now my daughter is an only child because I can no longer get pregnant without in vitro.